Manufacturer narrative:
(B)(4).

Event description:
The recipient's reportedly experienced an allergic reaction. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is doing well.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced an infection. Additional information regarding treatment details will not be provided. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.